Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The troponin t hs reagent expiration date was 31-jul-2021.

Manufacturer narrative:
The investigation is ongoing. Email was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs result for three patients from the cobas e 801 module. Patient 1 initial result was 112 g/l and the repeat results were 8.27 ng/l and 8.14 ng/l. Patient 2 initial result was 48.4 ng/l and the repeat result was 28.6 ng/l. Patient 3 initial result was 90.3 ng/l and the repeat result was 4.16 ng/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 470034. The expiration date was requested, but was not provided.